Event description:
It was reported that during a right lobectomy procedure, after the first firing, the staple line was found to be properly formed on the patient side of the organ. However, on the specimen side, the staple line was incomplete with numerous staples that did not form a proper "b". A leak test was performed with no air leaks on the patient side of the transection. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.